Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope¿s ultrasonic probe toric joint was damaged, water tightness was lost (on the distal end side). There was a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code 854 - joint has been corrected to 918 - probe, remove 4008 - material split, cut or torn from medical device problem). Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.